Manufacturer narrative:
Concomitant medical products: product ID: 309101, lot# 50922209, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 3537, product type: programmer, patient. Product ID: neu_ens_stimulator, product type: external neurostimulator. Product ID: 3537, product type: programmer, patient. Product ID: 3537, product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that the test lead separated/snapped close to the pin that is inserted into the plug of the white external neurostimulator (ens) cable. The programmer had stated "not able to reach desired settings, please contact your clinician" on both sides. A new ens and controller had been tried. The lead was eventually removed and the bilateral cable was replaced with the unilateral ens cable and ground pad. The patient then went home with perineal stimulation on the right side only. The issue was resolved. The event occurred post-operation. No surgical intervention occurred or was planned.